Manufacturer narrative:
On 3/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 3/26/2019 indicated the concomitant device lot number is 5718646, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed. Within the crease, a rupture was noticed in the posterior aspect measuring 0.2 cm approximately. No additional anomalies were discovered. A crease/fold failure may be the result of underfilled prostheses. Additionally, inflation beyond the maximum volume can also cause crease/ fold failure and deflation. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due underfilled device or inflation beyond the maximum volume which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitored by quality assurance on a regular basis to determine if further action is necessary. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, sn (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced bilateral deflation on breast implants. The deflation was diagnosed during physical examination. As a result the patient underwent bilateral removal of the implants on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-04355 for contralateral prosthesis.